Manufacturer narrative:
The reported field event was confirmed. The failure was due to premature battery depletion. The cause of the rapid battery depletion was determined to be high current draw from the device. During analysis, the high current was lost and the anomaly was found to be intermittent; hence the root cause of the high current could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with vibrations and failure to interrogate. Multiple telemetry tests failed with multiple programmers. The device was explanted. No further information is available.